Event description:
On 09/16/2009, pt reported, she went through the priming procedure and never felt insulin dripping from the infusion tubing. Pt states, she connected the infusion tubing to her infusion site and put the infusion device in run mode. Pt reports after doing this, her blood glucose level was in the 500's mg/dl. She states she treated herself by taking an injection of humalog insulin. Pt reports after taking the injection, her blood glucose went down to normal range and is still in normal range. Pt states that she knowns that her blood glucose levels were elevated because she did not fully prime the infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.